Event description:
A caller reported that their insulin pump battery would not charge. There was no reported adverse impact on the customer's blood glucose level. Technical support sent a courtesy replacement charging cable as a corrective action. Multiple attempts were made to follow up with the customer to confirm if the replacement charging cable resolved the issue; however, no response from the customer was received.